Manufacturer narrative:
(B) (4). Evaluation results: (death). (Pre-operative rupture). (Treatment of a pre-operative rupture).

Event description:
A talent thoracic stent graft system was implanted into a patient for the emergent endovascular treatment of a 9 cm contained ruptured thoracic aortic aneurysm. Vessel morphology was not reported. It was reported that the physician first debranched both renal arteries, the celiac artery, and the superior mesenteric artery and then connected the aorta to the iliac artery with a synthetic ptfe graft. Then, the physician inserted the first talent thoracic device and placed the stent graft proximally; however, upon removal of the delivery system, the patient's blood pressure dropped. Blood was administered, and the patient's condition improved. The second talent device (MFR report # 2953200-2010-01262) was inserted and successfully delivered; however, upon removal of the delivery catheter, the patient's blood pressure dropped again. Although CPR was initiated, the patient could not be revived, and the patient expired. The physician believes that the patient most likely had an acute myocardial infarction during the procedure. There were no reported issues with the insertion or the removal of the delivery catheters.